Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent event on 17-jun-2024 after 3 or more hours of insertion. Insertion site was abdomen. Infusion set has been used for 3 days. Customer regularly rotate site location. The blood glucose level was 667 mg/dl. High blood glucose was due to bent cannula. Moderate ketones level led up to life threating event cause hospitalization. Patient went to emergency room and hospitalized due to diabetes. Patients need advanced life support like ICU system. Therefore, patient was treated with IV, fluids of saline and insulin. Customer confirmed the introducer needle was ahead of the cannula prior to insertion caller replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.